Event description:
Laparoscopic cholecystectomy - "dr. (B)(6) ended up needing to use three epix universal clip appliers to complete the case. When firing the clips some closed partially and some did not close at all. When he did apply a clip on the cystic duct and cystic artery he tugged on the clips to make sure there was good retention but some slid off. All three clip appliers had issues with the clips not closing properly and shooting out from the jaws." Patient status: "patient is doing fine."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.